Manufacturer narrative:
The customer's products have been requested back for an investigation.

Event description:
Customer reported receiving a result of 96 mg/dl on her medisense optium blood glucose monitor, and then proceeded to experience symptoms of hyperglycemia; nausea, frequent urination, and headaches. The customer called the ambulance and was transported to a hosp, where upon arrival a result of 562 mg/dl was obtained on an unk brand of meter. Customer was diagnosed with hyperglycemia and insulin and saline were administered in order to stabilize glucose levels.